Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 4 months . No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 routine blood draw found hemoglobin of 6.3 g/dl. The patient was sent to the emergency department and was admitted for acute drop in hemoglobin with no obvious source of bleeding. The patient had several weeks of decreased energy and associated cough along with two days of chest pain just prior to the event. The patient was transfused 2 units of packed red blood cells (prbcs), all within a 24-hour period. The patient was then admitted to the tele monitoring unit. At the time of the event, the patient was taking the anticoagulants aspirin and warfarin. The site of bleeding was reported as unknown. The event of major bleeding was reported as ongoing.

Event description:
Additional information: it was reported that the site of the bleed was not determined during the hospital course. There was no additional to the 2 units of packed red blood cells (prbcs) previously reported. On (B)(6) 2018, the bleeding resolved. The patient¿s hemoglobin was stable at approximately 7.5 g/dl.

Manufacturer narrative:
Device evaluation: the patient remains ongoing on heartmate 3 lvas, serial number (B)(4). A direct correlation between the device and the report of bleeding could not conclusively be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.